Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with right inguinal hernia, umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1). Per operative notes, ¿the hernia sac was reduced and a large right-sided 3dmax mesh (device #1) was placed and tacked using sutures. The umbilical hernia was repaired using sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with incisional hernia thereby underwent robotic assisted repair with implant of ventralight st with echo (device #2). Per operative notes, ¿lysis of adhesions was undertaken. A round ventralight st with echo (device #2) was placed in the left upper quadrant and tacked using sorbafix.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of ventralight st with echo (device #2) and implant of bard soft mesh (device #3). Per operative notes, ¿the mesh was not fixed at any point. Adhesions of underlying bowel to the intra-abdominal facing portion of the mesh. The mesh was somewhat incorporated, and it was separated. The ventralight st with echo (device #2) was completely removed. Inferiorly within abdomen, previously placed preperitoneal mesh from bilateral inguinal hernia repair was noted. A large bard soft mesh (device #3) was placed onlay and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.